Manufacturer narrative:
An eval of the device cannot be performed as the device(s) remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt had a stryker triathlon left knee replacement. It seemed fine and then 3 days later the knee became staph infected. The pt then had to go back to rehab center. Pt was put on vancomycin in the rehab center and continued medication at home. He has had pain ever since. Most recently x-rays show that there is a screw loose and detaching from the tibia. The pain is inhibiting his mobility. The pt will be returning to the doctor's office to meet with an associate of the implant surgeon to confirm if the fluid removed from the left knee shows infection. The family has requested medical records but the hospital did not include the implant sheet. "They will request again specifically for the implant sheet."